Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: could you please provide the lot number? Lot number: unk ju1319. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? If yes, how long after the first activation happened did the issue occurred? Was another reservoir used to fulfill need of drainage? How was the case completed? Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown breast and endocrine surgery on (B)(6) 2026 and reservoir was used. The negative pressure could not be applied during use in the ward. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.